Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that she was feeling a low at around 7:00 - 7:30 pm. Patient did a finger stick (fs) and her blood glucose (bg) was at 67 mg/dl, while the cgm showed 181 mg/dl. Emergency medical technicians (emts) were called as the patient was "crashing" and her bg was at "around 50." Patient ate ¼ gallon of ice cream, 1 cup of milk, and maybe 1 cup of soda. Patient's bg raised to 87 mg/dl by the time emts arrived. Patient's bg then raised to 190 mg/dl. Patient reported that the emts did not provide any assistance. Patient declined to be taken to hospital. At the time of contact patient was stable. No additional patient or event information was provided.